Event description:
It was reported that clinicians have experienced "air-in-line issues". This was a generic statement reported to bd representatives during their site visit while discussing proper set loading steps and pointing out the exact location of the air in line sensor. No devices or tubing sets were sequestered for these complaints, no specific dates of occurrences were known and no further information was provided by the nursing staff. There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Root cause: the root cause for the reported issue of an air in line issues was not determined because no products or device logs were returned.

Event description:
It was reported that clinicians have experienced "air-in-line issues". This was a generic statement reported to bd representatives during their site visit while discussing proper set loading steps and pointing out the exact location of the air in line sensor. No devices or tubing sets were sequestered for these complaints, no specific dates of occurrences were known and no further information was provided by the nursing staff. There was no information on patient involvement.